Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior. Technique/tools: direct traction with locking stylet sheath(s). No complications.

Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured approx. 11mm proximal of weld site. The proximal section of j stiffener wire measures approx. 76mm and has migrated down lead body approx. 42mm proximal of weld site. X-ray of leak distally confirms j stiffener wire fracture.